Manufacturer narrative:
(B)(4). The biomedical engineer further advised that he opened the device to perform a visual inspection where he observed multiple burnt components. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that after completing repairs on their device for a non-critical issue, the unit would no longer charge, in order to shock. The biomedical engineer advised that he had not performed any work to the device which could have caused this issue. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer, a biomedical engineer, returned their device to physio-control for evaluation. Upon receipt of the customer's device, physio observed a note from the biomedical engineer stating that he had already replaced the device's biphasic pcb assembly. The removed biphasic pcb assembly was returned along with the customer's device in a separate plastic bag and appeared to have damaged components. Physio evaluated the customer's device and confirmed that it would detect a patient test load, charge and shock when prompted. Physio then completed other, unrelated, repairs, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed biphasic pcb assembly and observed that two capacitors, designators c25 and c51, had shorted and fallen off of the pcb due to electrical overstress; however, the pcb was still functional.